Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1009983, test base part number 190-430 / lot 1009983. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference reports: 1221259-2021-00984 and 1221359-2021-00985.

Manufacturer narrative:
Reference reports: 1221259-2021-00984 and 1221359-2021-00985. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This report addresses event three (3) of three (3). The customer reported one (1) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested throat and nasal puritan "sterile foam tipped applicator" ref 25-1506 1pf 100 swabs. It is unknown if repeat testing was performed. Confirmation testing was performed on nasal and throat samples with pcr generated negative results; CT values not provided. No additional patient information, including treatment and outcome, was provided.